Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) back cover damaged/caving in. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) ordered a new cover and while swapping over the handle assembly onto the new cover, the welded thread from the new cover came unwelded. The fse replaced the console cover with the second replacement. The machine passed all tests and was returned to the customer.